Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly. The customer reported that the pump battery fully depleted from 60% overnight and the pump shut off. The customer¿s blood glucose was 500 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.